Event description:
On (B)(6) 2008, I had hernia surgery for a left inguinal hernia and mersilene mesh was used to repair the hernia. Three weeks post surgery, I had extreme nerve pain, numbness, discharge, and these symptoms continued for over two years. Despite going back to my surgeon for help, nothing helped. She wanted to put me on nerve blockers but I was breastfeeding at the time and declined. After about two years, the pain did begin to subside but since then I have had other issues. I have continual urinary tract infections, pain, numbness at the surgery site, discharge and occasional bleeding. I have been evaluated by several doctors that have advised a wait and see approach to determine if the mesh should be removed. I was given no info regarding the type or side effects of using mesh for my hernia. I was told by my surgeon that this surgery was very routine and would have no problems.